Event description:
Boston scientific received information that during a routine follow-up appointment, it was noted the device had declared end of life (eol) approximately one month prior. The previous device check had indicated a magnet rate of 90 bpm and an estimated longevity of 1.5 years. It was indicated this patient was not pacemaker dependent. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated that this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.